Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer have been experienced some issues with sp tube exchanged using 16 fr and 18 fr bard, 5cc balloon foley catheters. They stated that when they tried to remove the foley it was sticking and has been very challenging to remove. When they finally removed then they noticed that little ridge where the balloon deflated was what gets caught.

Event description:
It was reported that customer have been experienced some issues with sp tube exchanged using 16 fr and 18 fr bard, 5cc balloon foley catheters. They stated that when they tried to remove the foley it was sticking and has been very challenging to remove. When they finally removed then they noticed that little ridge where the balloon deflated was what gets caught. Per additional information received via email on 18jan2024, stated that the way the catheter was made, right below the tip and the eyelit , the part where the ridges were, expand and causes ¿sticking¿ in the patient. This was causing pain, ¿sticking¿, and excessive bleeding for the patient. Per customer via email on 06feb2024, stated that they were experiencing this with almost every sp tube change. They would not have the lot number as it was the catheter they were removing and there was no packaging. It was not just one patient; it had been many, and it caused bleeding and pain. The last one they had this happen to they had to get a doctor to help, and the doctor could not get it out. They deflate the balloon by gravity or pull back slowly on the syringe and it did not change the outcome. There was always a ridge that gets caught.

Manufacturer narrative:
The reported event was inconclusive. Photos were visually inspected. Due to the poor sample condition the investigation is considered inconclusive. Cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be balloon material does not shrink quickly enough. However, there was insufficient information to confirm this potential root cause. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no material number was provided. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.